Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, occlusion test, sleep current test, active current test and self test. Pump failed the basic occlusion test and force sensor test due to corroded motor home switch. No pump error 37 alarms noted during testing. Moisture damage was also found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer¿s blood glucose level was 148 mg/dl. Customer was able to clear the alarm and was not able to complete rewind. Customer was not able to perform displacement test. The insulin pump was on a loop and was not allowing customer to finish rewind. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.